Event description:
Customer reported a fiber connection error rec'd when connecting a new/out of package fiber in preparation for a prostate procedure. The case was completed w/o further issue using second fiber. There was no injury reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of a fiber connection error, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be used; the returned fiber card verified usage at 38,240 joules. Additionally, the fiber cap was found to be drilled through, exhibiting detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.